Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported that there was a pericardial effusion. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed and a versacross connect laac access solution were selected to be used. The physician inserted the versacross connect and fxd curve system into the patient. After the transseptal puncture was successfully completed the blood pressure of the patient dropped. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present in the left and right ventricle. Therefore, the laac procedure was cancelled. The physician performed a pericardiocentesis to help treat the effusion, but the pericardial effusion persisted. The patient underwent open heart surgery to treat the pericardial effusion. The pericardial effusion was successfully treated, and the patient did not experience any other complications as a result of this event. The patient was admitted to hospital beyond standard of care and has since been discharged home and is doing well. The device is not expected to be returned for analysis (disposed). The patient was not under warfarin nor antiplatelet at the time. In the physician's opinion, the pericardial effusion was due to the transseptal puncture. There was no difficult patient anatomy that may have caused difficulty with the tsp workflow. There is no reason to believe that the versacross rf wire malfunctioned during the procedure.